Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming that the issue was with the site's electronic picture archiving and communication systems (pacs) system. The ae title was missing from entry on their end. It was confirmed that after the site updated this, the issue was resolved. Based upon this information, this complaint no longer meets our reporting requirements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were difficulties when trying to download exams. A ¿c-move¿ error was being triggered. The medtronic representative was unable to troubleshoot further at the time of the call. It was noted that a physical media disk was burned instead. There was no patient present when this issue was observed. The manufacturer representative (rep) indicated that the site¿s pacs network is not communicating with the stealth system and the issue is due to the site¿s ip address permission not letting the mvs communicate with pcas, but the o-arm and stealth could communicate with each other fine. The rep confirmed that a disk could be used to load the exams.